Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient was meeting minimum of 50% but they were not satisfied with the frequency in voids. More information was received on (B)(6) 2017 with patient reporting that something went wrong the night prior because they were waking up more however they were still meeting the minimum 50%. Additional information was received on 2017-aug-22 and it was reported trial patient had a fall the same day and was at the hospital getting x-rays done. More information was received on 2017-aug-23 and patient reported they fell so their frequency was a little higher. They were expecting to do better and stated that they were given different information from their healthcare professional (hcp). No further complications were reported.